Manufacturer narrative:
The device was evaluated by ventec where it was observed that the device would not power on when prompted. Ventec was able to connect a good power source to the device in order to power it on and download its electronic records for analysis. Ventec reviewed the electronic records and observed data which confirmed the reported unexpected loss of power experienced by the patient. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. The patient was placed on a backup ventilator for support. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. No further details about the patient were provided.